Event description:
It was reported that pump battery was depleted. There was no reported impact to the customer¿s blood glucose level. Customer was outside warranty and in process of renewal and declined further follow up from technical support. No additional information was received regarding any further actions or outcome.